Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 ,h6 ( type of investigation , investigation findings , health effect ¿ impact codes , investigation conclusions ), e1 ( initial reporter , event site email ) ,e2 , b5 , b6 , b7 , d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that a pneumatic test was performed and all passed but the auto fill did not. Further investigation was needed and another visit in which the fse opened all connections of the helium reservoir assembly, the vacuum vent plug, and reconnected them. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that before use cardiosave intra aortic balloon pump had displayed auto-fill failure alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump had displayed auto-fill failure alarm. There was no harm or injury reported.